Event description:
In 2007, this pt presented with a ruptured abdominal aortic aneurysm and an aorto-vena cava fistula. Gore excluder aaa endoprostheses were implanted. Post-operatively, the pt experienced a cold leg. It was discovered that one of the contralateral leg components had deployed in the vena cava. The pt was brought back the following day and underwent a reintervention using additional devices. An aortouniiliac and femoral-femoral bypass were performed. The pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: pxc141400.